Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department because of a lead warning. The right atrial (ra) lead exhibited intermittent low impedance, high thresholds, and possible loss of capture. There was also oversensing/noise which resulted in inappropriate anti-tachycardia pacing (atp) with the implantable cardioverter defibrillator (ICD). Reprogramming was performed and the lead and device remain in use. No patient complications have been reported as a result of this event.